Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure of blurry image was confirmed via inspection and product technical investigation (pti) process. Updated fields: b5, d8, d9, g3, h2, h3, h6, h11. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes for the alleged failure of picture issue is due to damage or deterioration of part component failure of the ccd focus knob and cables having wear and tear, without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a picture issues. The issue was identified during reprocessing. There were no reports of patient involvement.